Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump had a motor error alarm and was not getting insulin. The customer's blood glucose was 228 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump was replaced. No further information was added.